Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A clinical application specialist reported a capsule was torn during phacoemulsification portion of cataract surgery. It was reported to have not been completely free and had a small adhesion which led to a tear. An anterior vitrectomy resulted. Upon follow up, our company laser was used but the engineer was not in the operating room for the surgery portion. It is unknown at this time what phacoemulsification system was used on this patient.

Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).